Event description:
Liebel flarsheim field service engineer reports via e-mail. "I arrived to perform a j-bow upgrade at this site and found that the collar is missing its retaining screw and the collar had slid down to the top of the j-bow. I was informed by the customer that previously, the j-bow had come off of the spring arm and it was difficult for them to get it put back together." Two days later: customer reports that on two occasions the j-bow had fallen from the suspension, only to be held by the cabling. With each event, the technologist was loading a syringe into the powerhead prior to bringing a pt into the room. Customer reports that each time, the staff wold lift the j-bow up, position and retighten, then continue with the day's work. Customer cannot remember dates of the events. No reported injuries.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.